Event description:
The customer reported the battery won't hold a charge. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the symptom was verified. The lithium battery was replaced to resolve the reported issue.